Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reex1602 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the safety infusion set needles didn't retracted when removed from the patients, causing a safety risk to the infusion nurses.

Event description:
It was reported the safety infusion set needles didn't retracted when removed from the patients, causing a safety risk to the infusion nurses.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the safety mechanism wouldn¿t activate was inconclusive due to the sample condition and could not be verified from the six photographs that were provided for investigation. One photo showed the product label with part number 2652034 and lot reex1602. The other five photos showed the safety mechanism partially activated over the needle. The distal end of the needle extended from the safety mechanism. The arms on the safety mechanism were not fully extended. The safety mechanism was not pulled into and locked within the translucent wings. The orange tab was not folded over the needle tip. The photos showed that the safety mechanism was not fully activated; however, it could not be determined if the safety mechanism was inhibited from full activation or if the needle was not fully pulled up when deaccessing. The instructions for use (IFU) states, ¿firmly pull the wings up until you hear or feel a ¿click¿. An orange dot is also provided on the safety mechanism as a visual method to know when the needle is safe.